Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the mobile device updated its operating system which closed the app. The reported event of a pairing failure is reportable based on the finding of the probable cause of the signal loss was determined to be the mobile device updated its operating system which closed the app.. No injury or medical intervention was reported.